Manufacturer narrative:
(B) (4).

Event description:
Device issue: none. Adverse event: thrombosis subsequent death. Onset of adverse event: approximately 22 months post procedure. It was reported via a trial that on (B) (6) 2007, the pt underwent stenting of the pre-dilated distal circumflex artery with 3 x 28 xience v stent. On (B) (6) 2009, the pt expired. Cause of death was not provided. Abbott vascular medical safety monitors assessed the death as due to possible very late stent thrombosis. Though requested, there is no add'l info available.